Event description:
The international customer reported the ventilator backup battery was not working. The customer reported the unit was running on ac mains power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. An estimate was provided to the customer for repair. No information has been received regarding customer approval.

Event description:
Customer declined replacing backup battery. Unit was not repaired.

Manufacturer narrative:
Supplemental report